Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-01138; 495-01-075, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that an acetabular revision was performed on a medacta cup. Surgeon elected to remove the proximal body of a well-fixed exprt hip femoral stem to gain access to the cup. A new proximal body and femoral head were implanted. No issues were reported with the enovis components.